Event description:
A user facility reported a patient board repair related to the evis exera iii video system center. During a standard service inspection of the customer device, a no image with the 180 endoscopes was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was onsite to repair the unit. Upon evaluation, a no image issue was with the 180 endoscope was observed. The fse discovered that the patient board was defective and it was replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective patient board could not be determined. The design of the patient board was changed on (B)(6) 2018 to address the image issue. The device was manufactured before the design change. Olympus will continue to monitor field performance for this device.